Event description:
It was reported that part of the transfer set broke during use on the home choice (hc). The care giver (cg) stated they would be taking the home patient (hp) to the doctor to get it fixed. The technical service representative (tsr) assisted the cg to end therapy and referred the cg to their registered nurse (rn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.